Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing UDI. A medtronic representative went to the site to test the equipment. Testing revealed that after replacing the computer the system functioned as intended. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Analysis found that the computer did no power on. With a test power supply connected to the computer it still did not power on. Suspected root cause was a bad motherboard. Analysis found that the reported event was related to an electrical issue. Missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the system was unable to boot. The screens were showing no input detected. The fan on the computer was cycling. No patient present.